Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet pump, described as catastrophic lows and difficulty controlling blood glucose, which led the user and their endocrinologist to discontinue use and revert to a previous pump. Symptoms included hypoglycemia. Outcomes included user discontinuation of therapy and product return for credit. Investigation included review of the complaint history and case communications, along with troubleshooting and education completed with the user. Investigation of this case revealed no device alerts or alarms reported and no confirmed device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.